Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/20/2015 to the present date 10/9/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
Customer reported device received error code 210.5020.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported device received error code 210.5020.